Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an attorney on 06/30/2016, a female consumer had lenses that dried out in three days and she developed a high abscess behind the cornea. Additional information has been requested, but not yet received.

Manufacturer narrative:
H.3., h.6.: the manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an attorney on (B)(6) 2016, a female consumer had lenses that dried out in three days and she developed a high abscess behind the cornea. Additional information has been requested, but not yet received.

Manufacturer narrative:
This file has been sent to correct the previously missed follow-up 1 report. H.3., h.6.: the manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an attorney on (B)(6)2016, a female consumer had lenses that dried out in three days and she developed a high abscess behind the cornea. Additional information has been requested, but not yet received.